Event description:
A customer contacted ascensia customer service regarding the contour® next gen meter kit. The customer alleged that the user guide included in the meter kit appears to be missing pages. The customer specifically noted that page 31 is immediately followed by page 58, suggesting that a portion of the guide may be missing pages. The missing pages contain instructions for several meter functions and maintenance procedures, including sound settings, meal marker setup, reminder configuration, target range settings (general, before/after meal, and smart light), bluetooth wireless functionality, setup of the contour® diabetes app, meter care such as cleaning and disinfection, transferring results to a personal computer, battery replacement procedures, and control testing instructions. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report, along with the UDI number.

Manufacturer narrative:
Despite multiple follow-up attempts, no further information regarding the product details could be obtained from the customer. Based on the serial number (B)(6), the associated contour® next gen meter was identified to have sku number as 7918, which corresponds to a product intended for the canadian market. A review of the device history and distribution records confirmed that the meter was configured to display glucose readings in mmol/l and was distributed in canada. It was not programmed or intended for distribution in the united states. Additionally, the device history record indicated that the kit included the user guide, with no missing pages. Model number and catalog number in section d4 have been updated accordingly. The kit lot number has also been updated in section d4. The contour® next gen meter with sku # 7918 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable. The 510(k) number in section g4 has been revised.